Event description:
During a breast biopsy after taking approximately 5 samples the device displayed an error code. The customer rebooted the unit and continued to receive the error code. The procedure was stopped with the samples received from the mass and sent to pathology for diagnosis. Patient was sent home under normal post biopsy instructions. The device was returned for repair.